Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported that the device had performance breakage suture. It was received for analysis an empty opened box, two empty labeled winding former, two detached needles and five unopened samples of product code w8704, lot mpr690. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-83485 and 2210968-2019-83486. Analysis results have been included in the initial report for each.

Event description:
It was reported that a pediatric patient underwent a heart surgery (glenn procedure) on (B)(6) 2019 and suture was used. During the procedure, while stitching of the anastamosis, the suture was cut off from the needle during the sewing. The surgeon had to pull off the wire and start the stitch from the beginning. There was no damage to the patient. The procedure was completed with no adverse patient consequences. No additional information was provided.